Manufacturer narrative:
The 18mm amplatzer septal occluder (aso) was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of the device investigation confirmed the 18mm aso met manufacturing specifications upon return to aga medical and prior to shipment. The cause of the patient's embolization remains unknown.

Event description:
According to the initial information received, a 16mm amplatzer septal occluder (aso) was attempted but was determined to be too small and removed. The defect was sized with a sizing balloon to stop-flow with measurements of 14 x 18mm. An 18mm aso was then deployed and released. The aso embolized to the left atrium and then to the left ventricle. The aso was surgically removed in the operating room and the defect was surgically closed. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.